Manufacturer narrative:
It was determined that this file is a duplicate of (B)(4) with report number 3030677-2023-03612.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx exhibited a low battery. There was no reported patient involvement.